Event description:
A malfunction occurred which caused or contributed to a dr being injured at hosp. During a procedure when removing the system away from the table, the vertical drive of the c-arm suddenly dropped approx 10 to 15cm and hit a surgeon's head. Surgeon immediately reported to emergency room for exam. Co reps responded to report and on arrival found c-arm operating to specifications. Co reps and hosp bio-med engineer made several attempts to duplicate the reported malfunction. Co determined to remove and replace the vertical drive to prevent possible future malfunctions. Co has opened corrective action to investigate this vertical drive. Hosp reported that dr received only a minor bruise with no cuts, scrapes, or abrasions. Hosp bio-med engineer initiated a warning file with the french ministry of health.

Manufacturer narrative:
Root cause: oec, was unable to determine the root cause. The lift system was tested by reconstructing the conditions that it was in when the malfunction was reported. The system was tested for approximately 18 hours and the reported malfunction was not observed during this time period. The unit was disassembled and each component part was examined for deficiencies and none were observed.